Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+2.5/072 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticmo implantable collamer lens -13.5/2.5/072 diopter in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged on (B)(6) 2017 due to significant reduction in irido corneal angles and "arch too high". The problem was resolved. Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens and presence of debris, red and clear residue on lens surface. (B)(4). Method: no additional similar complaint type events were found within the associated lot. (B)(4).